Event description:
It was reported that during the procedure in the right coronary artery, a 3.0x28 xience v stent system could not cross the lesion. The stent system was removed from the anatomy. A 3.0x23 xience v stent system was advanced, but could not cross the lesion. Upon removal of the stent system, the stent dislodged outside of the anatomy. There was no significant delay in the procedure reported and no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood on the balloon and contrast in the inflation lumen and on the hypotube. This is consistent with preparation and advancement inside the body. It was confirmed that the stent implant was dislodged from the balloon and was not returned. The tip length met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Although the anatomical condition was not reported, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. Stent dislodgement can be influenced by many factors, including, but is not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. In this instance, crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. It is possible that the stent became disrupted on the balloon while attempting to advance through the lesion and as the stent delivery system (sds) was withdrawn, an interaction with the tip of the guiding catheter may have further disrupted the stent, subsequently leading to the reported stent dislodgement outside the body, although this cannot be confirmed. However, since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. The failure to cross is most likely related to operational context; however, a definitive cause of the stent dislodgment cannot be determined. A review of the finished device lot history records did not reveal any nonconforming material records that contributed to the reported event. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are inspected for proper stent placement, stent damage, and crimped stent outer diameter, and a sampling of units is destructively tested prior to release to verify stent dislodgement force.